Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a ruptured reservoir. Microscopic inspection revealed a marking on the interior surface of the reservoir near the rupture line. The reported condition was confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 07/02/2013 to 07/03/2013. The cause of the rupture could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a basal/bolus infusor ruptured during infusion of an unknown drug. The reporter stated that the device had been ¿slowly, manually filled using a syringe.¿ it was reported that the rupture occurred in the midsection of the bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.